Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field which indicated surgical intervention was performed and the ra lead was abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and exhibited a high out of range pacing impedance measurement of greater than 2500 ohms on the right atrial channel. A revision procedure will be performed at a later time, but at this time the ICD remains implanted and in service. No adverse patient effects were reported.